Event description:
The coord of pharmacy, nursing integration, called to report an incident involving the interlink catheter extension set. Customer stated the IV injection port separated from the tubing during administration of medication to the pt. There was no pt injury reported at this time. No additional pt info is available at this time.